Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the superficial femoral artery, via a 6f sheath (model unknown). Post procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured during deployment. The physician removed the device and converted the patient to manual compression (minutes unknown). The patient was ambulated and discharged to home the same day, with no reported clinical sequela. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (l f1206801) indicated that the mynx lot met all established performance criteria prior to shipment.